Event description:
Example of downstream errors from technology programming when formulary items are changed. Normal saline bags 150 ml size were discontinued by the manufacturer. Since 150 ml ns was used as a standard fluid for prebuilt sets in our emr and smart pump technology for certain compound drugs the removal created down stream affects. First both the sodium and potassium phosphate 10 mmol and 15 mmol bags were built in cerner with 150 ml ns. These got changed to the 250 ml ns bags however since these were standard concentrations built in the alaris pump nurses were not able to program these bags into the pump correctly since the removal. Second acyclovir pre-build set was built with the 150 ml ns bag as well. This got switch to the 100 ml ns bag. This didn't create a standard bag problem in alaris because in the pump this is programmed on an individual dose basis because the drug is weight base dosed. However, this did create a concentration limit issue when a patient received 800 mg/100ml. The max concentration recommended for infusion is 7 mg/ml. (B)(6).